Event description:
It was reported that the right ventricle lead was implanted to use as a temporary pacing lead and then explanted same day. It was decided the lead needed to be re-implanted as a permanent pacing lead. Blood was seen within the insulation. The right ventricle lead was explanted and replaced. No patient consequences.

Manufacturer narrative:
The reported event of the insulation damage was not confirmed. A complete lead was returned in one piece with the helix retracted and clogged blood/tissue. Visual examination of the lead did not find any anomalies. No blood was noted under the insulation.